Manufacturer narrative:
The investigation of the returned coil system found the implant coil separated from the pusher, stretched, and bunched up within the microcatheter; however, no indications of activation using a detachment controller were found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing forces exceeding the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding its yield strength. The microcatheter used in the procedure was found to be flattened at approximately 11cm from the distal tip, which could have caused or contributed to the reported resistance and premature detachment.

Event description:
No new information was received.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: after the coil was unpacked, it was removed from the package, flushed with saline, and then advanced into the microcatheter. When the coil was pushed to the marker at the distal end of the microcatheter, an abnormal resistance was encountered¿it could neither be advanced further nor retracted back, with a high level of resistance observed during manipulation. Following a forceful retraction attempt, the coil detached inside the microcatheter and became unusable. A coil of an alternative model was subsequently used, and the surgical procedure was successfully completed. The patient was reported to be "fine".